Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high, out of range impedance measurements (>2000 ohms) despite multiple positions tested. The physician elected to exchange the rv lead and the procedure was successfully completed. The patient was stable with no adverse effects reported. The rv lead was received for analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high, out of range impedance measurements (>2000 ohms) despite multiple positions tested. The physician elected to exchange the rv lead and the procedure was successfully completed. The patient was stable with no adverse consequences. The rv lead is expected for analysis, but has not yet been received.